Event description:
It was reported that the patient experienced undesired tingling sensation at the low back and legs. The patient was provided with medication. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced undesired tingling sensation at the low back and legs. The patient was provided with medication. No further information has been obtained. Additional information was received that the physician confirmed that the symptoms of the patient was neither device nor procedure related. The device remains implanted and in service.